Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a damaged disposed tip and dried serum on the tip clamp in the reported problem area of the pipette assembly. The tip clamp and #2-pole cable were replaced. The insturment was cleaned, inspected, tested without further problem, and returned to service.